Manufacturer narrative:
Initial reporter phone number exceeds character limits: (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The intellanav stablepoint catheter was selected for use during the procedure. It was reported that before the catheter was inserted into the patient, they observed the catheter would not irrigate properly. The device was replaced with a new one from the same model. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Initial reporter phone number: (B)(6). The intellanav stablepoint catheter was evaluated by boston scientific. Upon receipt, product analysis found that the device was obstructed and did not pass the flow testing; therefore, the reported complaints was confirmed. Additionally, dissection was performed to locate the obstruction and it was able to identify that the issue was in the irrigation port of the catheter tip. With all the available information, boston scientific concludes that the irrigation difficulties were confirmed.

Event description:
The intellanav stablepoint catheter was selected for use during the procedure. It was reported that before the catheter was inserted into the patient, they observed the catheter would not irrigate properly. The device was replaced with a new one from the same model. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis. It was further reported that no error messages were displayed, just the ablation stopped when the maximum temperature threshold was reached because there was no irrigation.